Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and that there was a delay in clearing the alarm. However, the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose was 316 mg/dl and would deliver a bolus with the pump to manage bg level.